Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist confirmed with the customer that all patients currently admitted appear in pyxis es and case closed. The system functioned as intended after the customer resolved the issue. Initial reporter facility: mainegeneral medical center - alfond center for health

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the patient information was not crossing to the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.